Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission on (B)(6) 2019. Upon review, the patient's right ventricular lead exhibited episodes of lead noise. Isometric and provocative testing were recommended. No further information was available.

Event description:
New information received on (B)(4) 2019 indicates that the clinic would monitor the patient's lead for the time being.